Manufacturer narrative:
Summarized patient outcomes/complications of left atrial appendage occlusion for atrial fibrillation and bleeding diathesis" were reported in a research article in a subject population with multiple co-morbidities including diabetes, ischemic stroke, vascular disease, prior bleeding, intolerance to anticoagulation, atrial fibrillation. Some of the complications reported were thrombus, hematoma, retro-peritoneal bleeding, pericardial effusion requiring pericardiocentesis (unexpected medical intervention), atrial fibrillation reoccurrence, gastrointestinal hemorrhage, intracranial hemorrhage, ischemic stroke, device-related thrombus, blood transfusion (unexpected medical intervention) these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "left atrial appendage occlusion for atrial fibrillation and bleeding diathesis", was reviewed. The article presented a retrospective, single center study to investigate optimal postimplant antithrombotic strategy in high bleeding-risk patients. All patients received an amulet device. The article concluded that short-term anti-thrombotic drugs may not be needed after left atrial appendage occlusion (laao) implant in patients with high bleeding risk and could be harmful. Larger, prospective studies would be warranted to test these findings. [The primary and corresponding author was prapa kanagaratnam, hammersmith hospital, du cane rd, london w12 0hs, UK, with corresponding email: p.kanagaratnam@ic.ac.UK].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.